Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an error 1 message. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the patient¿s mother to obtain and verify information; however, the reporter did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2013, at approximately 2:45pm. The patient reportedly manages her diabetes with novolog insulin through pump therapy. The reporter claimed that approximately 45 minutes after the issue occurred, the patient developed symptoms of feeling ¿irritable, nauseous and just did not feel well.¿ she tested using another meter at approximately 3:45pm and observed a value of ¿407mg/dl¿ at this same time, the reporter claimed that patient consumed more food/drink in response tot he alleged issue. She self-treated with 3 units of novolog insulin at an unspecified time. It would have been helpful to know what the patient had consumed for food/drink and whether she had tested with the other device prior to eating/drinking or afterwards. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms and got a reading on another meter suggesting that the patient developed hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the alleged issue (error 1) was confirmed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.